Event description:
Complaint is reported as: "dr informed the distributor that the catheter kinked in curvature-he wants to know if material changed in past few months. Dr said catheter kinks easily. Patient has end stage renal disease (esrd). Inserted into right ij. The issue was resolved by manipulating catheter pouch and made bigger to reduce curve." It was reported "when the doctor created the pocket/pouch to curve the catheter toward abdomen, the pocket was too small and the catheter kinked easily-he then made it larger to reduce the angle of curve." No patient injury or complication reproted. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one x-ray photo of the sample for inspection. Visual inspection of the photo confirmed that the catheter had kinked while in the patient. According to (b)(64 rev 15 "the catheter body extrusion shall have a corrected kink radius of = 2.5 cm when tested at ambient indoor conditions." This means that the catheter should not kink unless it is bent to a radius of 2.5 cm or less. Based on the photo it cannot be determined if the catheter was bent to form a radius less than 2.5 cm. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not create a sharp bend in catheter tunnel; kinking and reduced flow will result. Do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The IFU also instructs the user, "perform a small blunt dissection at venotomy toward exit site (this will minimize catheter kinking at venous insertion site)." The complaint of a catheter kinking in use was confirmed by the customer photo. Complete complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not e determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint is reported as: "dr informed the distributor that the catheter kinked in curvature-he wants to know if material changed in past few months. Dr said catheter kinks easily. Patient has end stage renal disease (esrd). Inserted into right ij. The issue was resolved by manipulating catheter pouch and made bigger to reduce curve." It was reported "when the doctor created the pocket/pouch to curve the catheter toward abdomen, the pocket was too small and the catheter kinked easily-he then made it larger to reduce the angle of curve." No patient injury or complication reported. The patient's condition is reported as fine.